Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of fluid being present within the controller¿s white power cable was confirmed via the submitted images, as signs of fluid were observed on the cable¿s connector-side bend relief and within the cable¿s jacket near the controller-side bend relief. It was reported that the patient¿s white power cable was leaking a fluid-like substance. The system controller was reportedly exchanged to resolve the issue. The root cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate left ventricular assist system (lvas) support with no further issues reported. The device history records was reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 1 of the patient handbook, entitled ¿general warnings¿ states, ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate3 shower bag must be used while showering to keep the system controller and batteries dry.¿ section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. This section further stresses the need for having a caregiver present during system controller exchange and that all labeling instructions should be followed. The heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was confirmed that the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing low voltage, power cable disconnect, and no external power alarms. It was noted that the patient's white cable had a fluid-like bubble that was "leaking" according to the patient. Log files were submitted for review and captured low voltage and no external power alarms on the mobile power unit (mpu) on (B)(6) 2025 at 1446. It appeared that there was a total loss of power to the mpu which enabled the emergency backup battery (ebb) in the system controller to power the system until power was restored to the mpu. The event lasted approximately 45 seconds. All other power cable disconnect alarms seen within the log file were associated with power source change.